Manufacturer narrative:
System log investigation: a review of the instrument log for the pch( part #470183-14n/lot#n12191119 0071) associated with this event has been performed. Per the logs, the pch instrument was last used on 04/19/2020 on system sk2607. The alleged event occurred on 04/01/2020, on the 4th life of the instrument with 3 lives remaining. However, the log shows that the instrument was used on 04/19/2020, after the alleged instrument breakage. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that two plastic pieces broke off of the pch instrument and fell inside the patient. Although the broken pieces were retrieved during the same procedure, and no patient harm, adverse outcome or injury was reported, it is unknown what caused the pch instrument to break and the pieces to fall inside the patient. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the end of the permanent cautery hook had two plastic pieces broken off. There was no allegation of the fragment(s) of falling into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments from the permanent cautery hook fell inside of the patient, but were immediately removed. The fragments were visualized immediately inside the patient's abdomen upon their breaking off of the instrument. The nurse who was present during the procedure stated that the surgeon was moving bowel when the instrument broke. The instrument was in use for 30 minutes when the breakage happened. The instrument did not make contact with any other hard materials during the procedure. The instrument was inspected prior to use and was removed and inserted with a straightened wrist. No post-op tests were performed and there was no arcing noted. The patient did not return to the hospital with post-surgical complications.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4310-intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the customer reported complaint of "the end of the hook had two plastic pieces break off". The instrument was found to have both ears of the distal clevis broken. The broken pieces were measuring roughly .265" x .275" and .265" x .340". The broken pieces were not returned. The failure is most commonly caused by overloading the instrument tip. The pch instrument was also found to have the conductor wire cap missing. There was no damage found to the conductor wire or the conductor wire weld.

Event description:
Refer to h10/h11 for additional information.